Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the iliac vein. An angiojet solent omni was used in thrombectomy procedure. However, the thrombectomy mode is not normal after the power pulse. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the iliac vein. An angiojet solent omni was used in thrombectomy procedure. However, the thrombectomy mode is not normal after the power pulse. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter showed a shaft kink 32cm from the tip. Functional testing was competed with no errors or priming issues, the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages; however, a kink was confirmed.